Event description:
Pt received tpn. Pump continued to run after all solution had infused. Pump deemed to be malfunctioning and was exchanged. Seems pump complete program with significant volume remaining. A third pump was provided and functioned without related problems. No sequelae to pt.